Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient had a hypoglycemic episode due to not hearing a dexcom device alert to notify him of his hypoglycemic state. The patient did not have any symptoms and reported being busy at the time of the event, therefore, he stated he did not recall hearing any alert from the dexcom device. The patient eventually laid down and became unresponsive. The patient¿s friend called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 16 mg/dl. The patient was treated with either IV d10 or d50 while in the ambulance being transported to the emergency room. The patient was admitted to the ICU. The patient cannot recall all the medication/treatment he was provided, other than sodium tablets. His tandem insulin pump was also removed. The patient was discharged home after 4 days. The patient was ¿feeling ok¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction. H6: medical device problem code - correction. H6: type of investigation - correction (removed code 4121- event history log review). H6: investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an alert/notification settings issue occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6)2024. On (B)(6)2024, it was reported that the patient had a hypoglycemic episode due to not hearing a dexcom device alert to notify him of his hypoglycemic state. The patient did not have any symptoms and reported being busy at the time of the event, therefore, he stated he did not recall hearing any alert from the dexcom device. The patient eventually laid down and became unresponsive. The patient¿s friend called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 16 mg/dl. The patient was treated with either IV d10 or d50 while in the ambulance being transported to the emergency room. The patient was admitted to the ICU. The patient cannot recall all the medication/treatment he was provided, other than sodium tablets. His tandem insulin pump was also removed. The patient was discharged home after 4 days. The patient was ¿feeling ok¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-013787 and 3004753838-2025-013787-01 were both reported in error. Please disregard both the initial and supplemental reporting of this event as this event has now been deemed not reportable. B5 describe event or problem- correction. H2 correction.

Event description:
Subsequent to the initial and supplemental mdrs, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. After initial device reporting, the call was re-reviewed on 06/03/2025 by ts supervisors and re-assessed by cca. This review determined there was no allegation of a dexcom cgm malfunction at the time of the event. The issue occurred with the tandem pump speaker volume.